Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) ventricular set screw was malfunctioning and could not be torqued when 3 different wrenches were attempted. The ipg was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.